Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-8500rf0e retractable flushcut burr head came off of the joint and the surgeon had to search for it. This was discovered during an unspecified procedure. Additional information requested.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken burr. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.